Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: while using the device to suture inside the pt, the needle that was loaded into the device broke off into the pt's muscle. The physicians stated that they would be unable to remove the needle from the pt.